Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic acidosis as well as broken hand, on (B)(6) 2019 with blood glucose level was 588 mg/dl at the time of incident and treated with intravenous drip at hospital, insulin pump and current blood glucose level was 143 mg/dl. The customer was assisted with troubleshooting. Customer reports the symptoms such as extreme dehydration, very weak, barely remember anything, blurry vision and frequent urination. Customer states the auto mode feature was not on. Customer states they had an issue with delivery that ended with high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.